Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet and plunger clamp stuck in the reported problem area of the pipetter clamps. Fse cleaned the collet and installed new plunger clamp and tip clamps. The instrument was inspected, tested without further problem, and returned to service.